Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a low priority 30166 (max air exceeded) alarm during an unknown cycle on the amia cycler (ac), patient connected. The technical service representative had the patient end treatment. The amia cycler was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no injury or medical intervention was reported.